Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a fungal infection under the lifevest garment. Multiple attempts to follow up with the patient on the condition of the irritation were unsuccessful. It is unknown if the patient sought medical attention. The final medical outcome of the irritation is unknown.